Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 39.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that poor sensing and insulation damage was observed on the ra lead. Lead fracture was noted. Lead was explanted and replaced. The patient tolerated the procedure well.